Manufacturer narrative:
The investigation has been completed. The logs confirmed a controller error related to purge issues. The logs also showed that the case had numerous suctions alarms and then the staff changed the purge cassette after they received a purge pressure low alarm (which cleared in 20 seconds). They changed the purge cassette. A month later they received a purge system blocked alarm, which then cleared and then a controller alarm was set. Throughout the case there were short instances of purge pressure high, followed by purge pressure low and in some instances even a purge system open alarm. These continue even after the purge cassette was changed during the case. This suggests bio-material buildup on the purge line at pump end, creating a blockage for the purge and eventually causing high purge pressure. No issue was found with the console. The console ran a purge and a pump simulator for over five days with no errors. The root cause was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. It was reported that the aic experienced a system error. The console was removed from service. No clinical details regarding resolution or patient involvement/condition were provided.